Event description:
It was reported that during an upgrade procedure from pacemaker to ICD, inhibition of ventricular pacing was noted in a pacemaker dependant patient due to oversensing of atrial pacing. Successful programming changes were made that resolved the issue. Patient condition is fine.